Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Edtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced frozen screen, pump error 35: received a broken force sensor that was detected during seating or regular delivery. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed. The customer reported receiving a pump alarm. Customer was not able to clear the alarm. Customer reported a frozen display screen with no response from button presses. Time clock advanced. Pump alarm occurred prior or during to frozen display. Error table indicated the pump should be replaced. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit powered on with unexpected open book image. Unable to perform displacement or self test due to open book image. Unit was successfully downloaded using thus software. On adapt, pump error 35 was recorded on (B)(6) 2024 16:54:00.000. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, force sensor, and j7 connector. Test p-cap locked in place properly during testing. The following damages were noted: battery tube threads - cracked, cracked case (battery tube), cracked case, pillowing keypad overlay, cracked keypad overlay, and scratched case in summary, unable to confirm frozen screen due to open book image. Open book image confirmed due to pump error 35 triggered by moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.